Event description:
A caller reported being unable to load a cartridge into the pump on october 22, while also experiencing a malfunction and a cartridge alarm during the attempt. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding corrective actions, and technical support did not troubleshoot the issue as the pump had been off for about a month.